Event description:
Customer reported that during an attempted rescue the AED did not function properly. When attempting to perform the rescue, the device would not recognize the 2nd pad placement and continued to advise "to place 2nd pad". They attempted to use new set of electrodes, but they received the same message. AED would not proceed further.

Manufacturer narrative:
The suspect device has not been returned to the cardiac science. Once the prod is available, an investigation will be conducted and the results will be provided in the follow-up reports.